Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection, granulation tissue and irritation around the abutment site; subsequently the patient was treated with oral antibiotics and underwent skin revision surgery.